Event description:
In regards to the incident on march 7th, it was reported to healthcare that the patient had been positioned in the sling and was being transferred from the bed to the chair. The facility claims that the rear wheel locked up with the brace bolt rubbing against the frame of the caster causing the lift to tilt to the side. The patient was then lowered to the floor and in the process, hit the back of head on the side of the bed. In regards to the incident on 2 days after the event date. It was reported to healthcare that the same circumstances occurred, although at this time, no patient injury occurred, but a staff member suffered a bruised arm requiring medical intervention.